Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The contact information for the initial reporter was not provided, therefore, the information was not captured. No information was captured as the customer's weight was not provided. This event is related to MDR 1810909-2020-00221.

Event description:
A nurse called on behalf of the customer to report that the customer's blood glucose readings were not being stored in the memory of the contour next ez meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next ez meter for evaluation. No test strips were returned. Therefore, the in-house contour next test strips were tested with the returned meter, which gave a satisfactory performance. All blood glucose readings obtained during in-house testing were properly stored in the meter's memory. Additionally, a device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found.